Event description:
"Surgeon attempting to remove a 16 mm variable self tapping screw that had been locked down in a 30 mm reflex hybrid plate, broke the inner shaft off in the screws. The screw would not back out above the ring and began spinning in the screw hole. We were forced to remove all the other screws from the plate using the revision driver (B)(4). Once all the screws were removed a new plate and screws were implanted. These were all revision screws to ensure proper purchase. After final x-ray, surgeon needed to replace a 16 mm screw with a 14 mm screw. Revision driver was used for this and while using proper technique the inner shaft broke. Surgeon was forced to leave the longer screw in the patient."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: after visual inspection, the distal threaded tip was confirmed to be broken. Manufacturing record review: no anomalies that could be associated with the breakage were reported during the manufacturing of batch 109528. Complaint history analysis: (B)(4) previous records have been received involving (B)(4) units relating to draw rod tip deformations. The failure is believed to be the result of user-error, ie, over-angulation of the draw rod when connected to screw, insufficient depth of screwing between draw rod and screw. The surgical technique states that "revision drive must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft." Risk assessment: it was reported that the surgery went nearly an hour longer but it was still completed successfully. The tip of the instrument is made from an implantable grade material to mitigate the risk of it remaining in a potential patient. Result: the instrument failure is believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.